Event description:
It was reported the programmer head was not functioning. Devices could not be interrogated before device replacement. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) was unable to interrogate and failed uplink functional tests; the rf head was found out of electrical specification. (B)(4).